Event description:
The event is reported as: the concha iii heater was in use for an oxy-hood application with a non-heated wire corrugated tube using a single temperature probe. The therapist noticed that the corrugated tubing was melted at the column, but the digital temperature probe reading was 25c . No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.